Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen disappeared when setting menu. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received no damage found on the lcd isolation tape noted and no unexpected setting menu screen disappears noted. The insulin pump passed the self test. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.